Event description:
It was reported that when a patient came in for a generator change, the right atrial (ra) lead was noted to have had low impedance readings for a while. The doctor decided to cap the old ra lead on (B)(6) 2021, replacing it with a new one. The patient was reported to be stable afterwards.